Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the prime test at 4.0 pounds due to faulty force sensor system. The pump was received with cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred frequently. The customer stated that the logo is discolored. The customer will be sent a replacement pump. The customer will return the pump for analysis.